Event description:
It was reported that the zimmer skin graft mesher had a bent comb. Additional clinical follow up with the hospital indicated that the cutting wheel was placed in the holder, the wheel did not move when the handle was turned. The reported event was stated to have occurred prior to patient use, the device was not used for the procedure, and the procedure start was not delayed.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 8 years old and was last returned to the manufacturer for repair on (B)(4) 2011. Investigation of the device verified the comb to be damaged. It was also observed the screw above the locking pin was missing. Improper placement of the cutter by the customer and most likely caused the damage to the device. Customer's cutters were not sent in for evaluation, and may display damage as well. The device was serviced and returned to the customer.